Event description:
The customer reported that specimen tube tubes associated with a coulter lh 780 hematology analyzer were wet with diluted blood. The customer noticed it was wet around the needle assembly and the bellows were full. The customer attempted to address the issue and reinitiate the instrument however this resulted in diluted blood leaking from the underside of the unit. The leak was not contained within the instrument and the volume of the uncontained liquid was approximately twenty five milliliters. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat, glasses and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found the valve 57a actuator sticky and replaced it. He also flushed the drain pathway from the needle bellow. The instrument was returned into service after completion of repairs. The failure mode of this event was an effected valve 57a actuator. The failure mode has the potential, upon recurrence, to cause discrepant results. (B)(4).